Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic. It was further alleged that, the patient is experiencing "squeaking" from the system.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device are not available due to the ongoing litigation.